Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the pump was being worn under the customers undergarment. Reportedly, humidity and deodorant may have been blocking the pump vents. Tandem technical support instructed the customer to clean the vent holes. The customer's blood glucose level was 500 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.